Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for sliced tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubing was cut and blood leaked from it during use. The following information was provided by the initial reporter, translated from japanese to english: "during blood collection, blood didn't flow into the tube. The tubing cut at the middle."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ultratouch¿ push button blood collection set tubing was cut and blood leaked from it during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during blood collection, blood didn't flow into the tube. The tubing cut at the middle."